Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had >3000 ohms impedance on the rv lead in both bipolar and unipolar configurations along with no capture at max output. Patient was admitted to the hospital where a temporary pacemaker was inserted. This lead currently remains implanted. Should additional information be received, this file will be updated.